Event description:
It was reported that water leaked from the foley catheter balloon on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter balloon on the day of use. Per follow up information received via ibc on 08sep2022, it was stated that there were two foley catheter samples. Per one of them, it was looked that there was balloon rupture. The customer did not provide any information about whether the catheter had any damage.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.